Event description:
Technologist reported eye splash with product. He transferred product to a different container. Upon closing the cap of that container, one drop of product near the cap splashed in his left eye. Technologist was not wearing protective eyewear. He flushed his eye with water for approximately 30 seconds. As the product contains hepatitis c positive raw material, technologist consulted with an infectious disease specialist and was told the risk of infection was low, tested liver enzyme (alt) and was advised to repeat the liver enzyme test after 3 months and hcv antibody test.

Manufacturer narrative:
Since the product was transferred from the original packaging, no attempt was made for return of the product. The product labeling includes a safety precaution statment to use universal precautions when handling the product.